Manufacturer narrative:
Updated sections: d4 expiration date and UDI, h4, h6 type of investigation, investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Acute central leaks observed in the peri-operative period usually occur from technique related issues such as suture looping or chordae entrapment at the mitral position. Suture looping occurs when the surgeon inadvertently loops a suture over one of the commissural posts. The suture restricts the leaflet motion prohibiting coaptation resulting in central leak. Whether caused intra-operatively or post-operatively, cases of suture loop will typically require re-operation. Similarly, leaflet restriction can also be caused by chordae entrapment when subvalvular apparatus sparing technique is utilized. Like suture looping, chordae entrapment can contribute to central regurgitation and may require reoperation. Another technique related issue is valve distortion during implant which may result in a dropped leaflet or asymmetric coaptation. These techniques are not typically the result of product malfunction; however, they may contribute to mild to severe regurgitation and if undetected may require reoperation. Almost all pericardial bioprosthesis have some level of central leak postoperatively, especially when systolic pressure is low and/or prior to protamine administration and is usually tolerated by patients. Edwards conducts manufacturing and inspection tests to ensure optimum functionality of each valve prior to final distribution. Such tests used to evaluate if edwards' valves meet specification include forward flow testing to determine the pressure gradient across the open valve and a coaptation test under constant hydrostatic back pressure to visually evaluate the coaptation of the leaflets. Based on the available information and no product returned, a definitive root cause cannot be conclusively determined. Patient and/or procedural factors may have contributed to this event. An edwards defect has not been confirmed.

Manufacturer narrative:
At this time, the device has not been provided. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through medical records that a 29mm 7300tfx valve implanted in the mitral position was explanted at implant due to mitral leaflet not coapting and moderate-severe mr. The mitral valve was replaced with a 29mm non-edwards valve. Post tee showed mild anterior pvl for the non-edwards mitral valve and the patient was transferred to the ICU in stable condition. The post-op course was complicated with cardiogenic/liver shock, aki, and va-ECMO placement.